Event description:
Device 1 of 4; reference MFR report: 3008829311-2017-00730, reference MFR report: 3008829311-2017-00731, reference MFR report: 3008829311-2017-00732. Additional information indicated the patient was released from the hospital and appears to be well.

Event description:
Device 1 of 4: reference MFR report: 3008829311-2017-00730, reference MFR report: 3008829311-2017-00731, reference MFR report: 3008829311-2017-00732. It was reported the patient experienced abdominal pain and left sided weakness following the implantation of an axium neurostimulator system. Patient¿s pain pattern was right sided and patient had yet to turn stimulation on. Patient presented to the emergency room (ER) and was subsequently admitted to the hospital for observation and imaging studies.